Event description:
The national complaint coordinator of baxter reports a minicap falling off a transfer set during use. The home patient used 60 minicaps from the same batch without any problem until the exchange of the transfer set. The transfer set was in place since february 2004. A sample of the transfer set is available. No patient injury was reported.